Event description:
While a pt was being supported by left and right ventricular assist devices (lvad & rvad) the sync alarm on the dual drive console (ddc) sounded as no fill signal could be attained. The rvad beat rate appeared to decrease to less than 60 bpm, so it was disconnected and a hand pump was used until the pt was connected to a back-up drive console. The pt showed signs of low blood pressure. The left ventricular assist device (lvad) continued to work normally. The unit was examined at the site by a thoratec service tech and the analog and computer printed circuit (pc) boards were replaced which corrected the problem. The components have been returned to thoratec and are being further evaluated. Any necessary corrective action will be determined upon completion of the failure investigation.